Manufacturer narrative:
Additional information was received that the date of the revision was (B)(6) 2015.

Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent a procedure in which a lead was added in an attempt to provide adequate stimulation. The patient has indicated that the stimulation is not adequate at this time.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced inadequate stimulation. The patient underwent a procedure in which a lead was added in an attempt to provide adequate stimulation. The patient has indicated that the stimulation is not adequate at this time.